Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. It is alleged that the patient had other procedures on mandible which includes orthognathic and bsso which likely contributed to the reported event; however without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the reported issue is attributed to a use error. The designer of this device was notified of the complaint and conducted an investigation into the reported issue. It was determined that the surgeon deviated from the tmj plan. The planned surgical procedure included a right sagittal split osteotomy (rsso) with a mandible adjustment. The parts provided to the surgeon are conforming to that specific surgery. However, per the reported information the surgeon performed a bilateral sagittal split osteotomy (bsso) with a mandible adjustment, thus deviating from the planned procedure.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision to reposition temporomandibular joint implants on the left side two (2) days following implantation due to anterior dislocation of the mandible component to the fossa component. Additional surgical procedures including orthognathic and bsso contributed to the dislocation. No additional patient consequences have been reported.